Event description:
Pt surgery: right total hip replacement. Hemovac was being activated and broke through the collection chamber while attached to the pt, 50 cc blood in container. Container cracked on top of collection chamber in half circle shape following edge from 500 ml mark on left side to 400 ml mark on right side.